Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a nurse via a company representative and forwarded by our local affiliate ((B)(4)). Initial and follow-up information received on (B)(6) 2009 respectively were processed together. This case involves a female patient (age nos) who received poly-l-lactic acid therapy (sculptra) on an unknown date. Relevant medical history and concomitant medication information were not mentioned. On an unknown date the patient developed a papule which the patient stated was "not bothersome to her" and not visible. Corrective treatment, if any, was not specified. Event outcome is unknown.

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) was initiated: (B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not provided.